Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and device return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered safety mode, and the patient experienced pain and discomfort. The pacemaker was explanted and replaced, and the patient had a full recovery. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and device return status. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker entered safety mode, and the patient experienced pain and discomfort. The pacemaker was explanted and replaced, and the patient had a full recovery. No additional adverse patient effects were reported.